Event description:
It was reported that the implantable cardiac monitor migrated out of the pocket and became exposed. The icm had been implanted approximately 3 months. The device was removed due to the out-of-pocket migration and exposure, and it was noted that vicryl suture was used to close the puncture site at implant. The device was explanted by a clinic nurse practitioner. The patient was reported alive with no injury and no adverse outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.